Manufacturer narrative:
H10: of the two reported malfunctions, one was reassessed for reportability and determined to be no longer reportable. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for fluid leak. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0603880c implantable port allegedly experienced fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 48 year old female was 52 kgs.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products is identified. Of the two devices, two lot numbers were provided, and lot history reviews will be performed. Both devices were not returned to the manufacturer for evaluation; however, video was provided for one malfunction. For one malfunction, the investigation is inconclusive for fluid leak. For another malfunction, the company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0603880c implantable port allegedly experienced fluid leak. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The (B)(6) year old female was 52 kgs. The age, weight and gender of another patient were not provided.